Event description:
Description of event according to initial reporter: approximately one year ago a patient of unspecified gender and age, underwent a aaa procedure for a transection of the aorta repair in which the zenith alpha endovascular graft was implanted. Patient presented on monday, (B)(6) 2022 with a thrombus inside the distal end of the graft. Patient outcome: the complainant reported, that the patient suffered from bilateral leg weakness due to ischemia. The patient required anticoagulation to treat intra graft thrombus and may require realigning, explantation or bypass in the near future.